Event description:
It was reported that, "the physician seated the cup and when he went to disengage the impactor would not come off the cup. Surgeon tried numerous of times and was unable to disengage the cup from the impactor."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.